Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A material manager reported a cracked intraocular lens (iol). There was not patient contact.

Manufacturer narrative:
The product was returned. Blood and solution was dried on the lens. Haptic and optic damage was observed. It is unknown if qualified products were used. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution, blood, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).